Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the ball hex end is fractured and missing and the material hardness is conforming to print specifications. Device was sent for further testing and found the fracture surface artifacts indicate a ductile torsional overload fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that item fractured while in use during surgical procedure.